Event description:
In (B)(6) 2014 I had the essure device implanted. I noticed heavier than normal bleeding during my monthly cycles in (B)(6). Over the next two and half years I have had as many as two menstrual cycles in one month and bleeding so severe that when I was to stand it would run down my legs. I have had debilitating back pain, loss of hair, pelvic pain, pain while having intercourse with my husband, taste of metal in my mouth, tingling and swollen legs and finger out of nowhere, anemia has gotten worse, abdominal pain. Having this device implanted and removed caused me unnecessary pain. During having it removed by dr. Found that it had attached itself to my uterus which caused a prolonged healing and is still painful today.